Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07146. It was reported that a CT scan revealed a seroma in the posterior subcutaneous tissues at the l5-s1 level. As a result, the physician explanted the patient¿s entire system.

Event description:
Related manufacturer reference# 1627487-2019-07146.